Event description:
During device preparation, the extension tube of three-way stopcock separated from the connecting part with the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The extension tubing had been detached from the side port of the hemostasis body. An adhesive ring was noted 0.181¿ from the tubing end, at the location where the extension tube had been inserted into the hemostasis body. No tearing or stretching of the tubing was noted. No other anomalies were noted. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.